Event description:
It was reported that customer saw continuous glucose monitor error code and needed assistance starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform pump reset, and successfully restarted sensor session, after which error did not reappear.